Manufacturer narrative:
Concomitant medical therapies: unspecified post-treatment. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported they injected a patient ¿in the middle third of the patient¿s face¿ at the ck1 (3.0 ml each side), ck2 (1.0 ml each side), and ck3 (1.0 ml each side) areas with juvéderm® voluma¿ with lidocaine. Depth of injection was reported as ¿supraperiosteal¿ and injection technique was reported as ¿md codes.¿ it was reported ¿after 30 days, the patient presented edema in the lower eyelid on both sides of the face.¿ the edema in the lower eyelids was reported to be permanent by the healthcare professional. Patient was concomitantly injected with juvéderm ultra¿ xc in the ¿mouth.¿ there was no complaint against the juvéderm ultra¿ xc injection as all symptoms occurred in the lower eyelids. Unspecified pre-treatment and post-treatment were given at the time of injection. Facial lymphatic drainage and facial radiofrequency were provided as treatment.

Event description:
Further follow up with the healthcare professional revealed only 1 syringe of juvéderm® voluma¿ with lidocaine was used. Amounts injected were corrected to show 0.5ml of juvéderm® voluma¿ with lidocaine was injected in each side of the face. Patient is still experiencing ¿bilateral edema, treated with ciprofloxacin and prednisone, without improvement.¿